Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of infection occurred approximately 5 months post implantation. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred 90 days, devices can be excluded as a possible source. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: partial femur cemented size 4 right medial catalog # 42558000402 lot # unknown; partial tibial cemented size f right medial catalog # 42538000602 lot #unknown; bone cement catalog # 66017773 lot # unknown. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Multiple MDR reports were filled for this event: 0001825034-2021-01041, 0001825034-2021-01043. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to infection within one year of implantation. Attempt for further information has been made, but no further information has been provided.